Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. It was stated that the troubleshooting was performed. Customer was unsure if the insulin pump was working accurately, advised to perform self test and the insulin pump did not show any errors. There was response from buttons. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.